Manufacturer narrative:
Image review: three cd rom provided from the case, showing the procedure performed. The angio images available showed some balloon inflations in popliteal, tibial and foot areas. The inflations were carried out with different balloon sizes. No image of the event was present. Device evaluation: the catheter was visually inspected and found full of dried blood. The balloon was unfolded, full of dried blood. The balloon was found burst radially. Due to the radial burst the balloon was provided separated in two part: -proximal part of the device with guide wire tube and proximal part of the balloon, -distal part of the balloon together with the tip. Due to the status of the device no more tests could be performed.

Event description:
Radial rupture occurred in a vein while dilating a valve for arterialization of the same; dilated vein tract was straight, no tortuosity; calcification and lesion % stenosis not applicable. The physician describes the dilation as similar to the one occurring in arteries while treating tight fibrotic lesions. Patient is fine, despite of the radial rupture of the balloon the case went well. The physician assumes radial burst occurred at about 26atm. Balloon burst while ramping up pressure aiming to broke a vein valve close to ankle; physician state could not recall exactly the how the balloon behaved while burst occurred (for example he could not recall whether the pressure stabilized during the second inflation and for how long it lasted). Balloon rupture at second inflation. First inflation performed across a more proximal vein tract, to dilate a vein valve; inflation at about 26 atm, duration about 60 seconds. Balloon remained tightly closed in the middle portion across the dilating vein; while at 24-26 atm no dilation occurred, a follow pressure increment resulted in balloon rupture. Radial rupture occurred in a vein while dilating a valve for arterialization of the same; dilated vein tract was straight, no tortuosity; calcification and lesion % stenosis not applicable. No patient injury, procedure went well despite of the radial rupture and detachment of a portion of the balloon. Detachment occurred close to the introducer sheath tip, close to the groin. Everything was removed from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.